Event description:
A customer from the (B)(6) notified biomerieux of false positive (resistant) cefoxitin screen results in association with vitek® 2 ast-p657 test kit 20 cards (ref. 422072, lot 8071378103) when testing three (3) staphylococcus aureus from separate patients. Vitek® 2 obtained positive cefoxitin screen results (resistant) and oxacillin mic of 0.5 or <=0.25 for all three isolates. The oxacillin results were modified by the advanced expert system (aes) from susceptible to resistant. The customer performed an alternative test method, cefoxitin disk diffusion test, on the isolates. All three (3) isolates obtained the expected result of sensitive (susceptible). There is no indication from the customer that the false positive cefoxitin screen results impacted any patient¿s state of health or led to a delay of results. A biomerieux internal investigation has been initiated. Note: biomérieux customer service also confirmed the customer has not obtained any further discrepant cefoxitin screen results in association with the vitek® 2 ast-p657 test kit.

Manufacturer narrative:
Biomérieux conducted an internal investigation in response to a customer compliant of false positive (resistant) cefoxitin screen (oxsf) result for staphylococcus aureus, in association with vitek® 2 ast-p657 test kit (ref. 422072, lot 8071378103). The isolate was tested using the cefoxitin disk diffusion test method and obtained a negative result. The strain was no longer available to be submitted for testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Biomérieux reviewed the customer¿s raw data and noted late growth in the cefoxitin screen well, between nine and half (9.5) hours and ten and a half (10.5) hours depending on the isolate. Review of manufacturing batch records showed no anomalies during the manufacturing of lot 8071378103. The vitek® 2 ast-p657, lot 8071378103 met final qc release criteria. The lot passed qc performance testing.